Manufacturer narrative:
Summary of analysis: the device was returned with the sl not attached to the header and plug. With the sl re-assembled, normal operation of the unit was observed. The unit is in new electrical and mechanical specs. The cause of the detached sl was not ascertained.

Event description:
The reporter indicated that during the implant, the sidelock part dropped off from the header while trying to open it with the sidelock tool.